Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "total hip. While screwing the torque screw into the cup, the very tip of the screwdriver sheared off. The tip of the screwdriver remained in the screw head in the pt."